Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze and then spontaneously rebooted. He advised that they reboot the cns every 3 months, so the issue is likely with the hdds. They sent the device in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze and then spontaneously rebooted.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze and then spontaneously rebooted. He advised that they reboot the cns every 3 months, so the issue is likely with the hdds. They sent the device in for repair and it has since been cleaned and evaluated. The reported problem of "cns froze for 2 minutes and then rebooted itself" could not be duplicated through testing, trouble shooting and extended operation of the device. Review of the device history indicates no previous cnd status. The unit was tested per operator's/service manual and operates to manufacturer's specifications. The unit has been sent back to the customer.

Manufacturer narrative:
Complaint information: on 04/09/2018, customer at barnabas health reported cns froze on main unit pu-621ra with (B)(6). Service requested: assistance in troubleshooting. Service performed: this is a follow up complaint of the customer when the issue of cns freezing could not be duplicated in ticket 23552. (Under ticket 23552, customer reported that cns gave runtime error c++, screen froze and then made a loud siren noise before self-rebooting. Cns was functioning as per specification and there was no data loss reported. Nkts could not duplicate the issue.) Now customer reported that cns froze for 2 minutes and then rebooted itself. Nkts suspected hard disk issue and requested customer to send the unit at nk for repair as precautionary action as the cns was rebooting the second time in 2 months. Investigation result: nature of complaint: cns freezing . Complaint pattern: review of device history found one similar incident on cns freezing: · ticket# 23552 (300117522): on (B)(6) 2018 customer at (B)(6) health reported issue of cns froze on pu-621ra with (B)(6) review of customer's account found three similar incidents on cns freezing: ticket# 49984 (300157269): on (B)(6) 2019 customer at (B)(6) health reported issue of pu-621ra intermittent freezing on pu-621ra with (B)(6). Ticket# 25929 (300121134): on (B)(6) 2018 customer at (B)(6) health reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 23552 (300117522): on (B)(6) 2018 customer at (B)(6) health reported issue of cns froze on pu-621ra with (B)(6). Review of device family history pu-621ra, found following 33 similar issues have been reported as of (B)(6) 2020 with issue of cns freezing. The pattern was analyzed searching key words "freeze, froze, stuck, reboot" in the qa trending report 01-08-2020 by applying product filter as "pu-621ra". Ticket# 69185 (300183303): on (B)(6) 2019 customer at (B)(6) health reported issue of cns freezing for 20min then rebooted on pu-621ra with (B)(6). Ticket# 67480 (300180873): on (B)(6) 2019 customer at (B)(6) health ctr reported issue of cns freezing - configured hard drive on pu-621ra with (B)(6). Ticket# 66955 (300180218): on (B)(6) 2019 customer at (B)(6) health ctr reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 66035 (300179638): on (B)(6) 2019 customer at (B)(6) healthcare reported issue of central nursing station freezing up, display message says cns hard drive corrupt on pu-621ra with (B)(6). Ticket# 62959 (300176339): on (B)(6) 2019 customer at (B)(6) healthcare reported issue of unit was freezing and stuck in boot loop on pu-621ra with (B)(6). Ticket# 60546 (300173148): on (B)(6) 2019 customer at (B)(6) hospital attn: accounts payable reported issue of display freezing on pu-621ra with (B)(6). Ticket# 60500 (300172901): on (B)(6) 2019 customer at (B)(6) healthcare reported issue of system freezing on pu-621ra with (B)(6). Ticket# 60467 (300173255): on (B)(6) 2019 customer at (B)(6) hospital center reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 49984 (300157269): on (B)(6) 2019 customer at (B)(6) health reported issue of pu-621ra intermittent freezing on pu-621ra with (B)(6). Ticket# 49025 (300155734): on (B)(6) 2019 customer at (B)(6) medical center reported issue of cns will freeze on pu-621ra with (B)(6). Ticket# 47722 (300154424): on (B)(6) 2018 customer at (B)(6) hospital reported issue of central is freezing up on pu-621ra with (B)(6). Ticket# 45511 (300151640): on (B)(6) 2018 customer at (B)(6) medical ctr reported issue of device freezing on pu-621ra with (B)(6). Ticket# 44946 (300150997): on (B)(6) 2018 customer at (B)(6) health reported issue of device freezing on pu-621ra with (B)(6). Ticket# 41401 (300142015): on (B)(6) 2018 customer at (B)(6) health ap shared services ap sso reported issue of intermittent freezing issues on pu-621ra with (B)(6). Ticket# 40200 (300141076): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 36052 (300134223): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra screen freezing on pu-621ra with (B)(6). Ticket# 34136 (300131806): on (B)(6) 2018 customer at (B)(6) hospital reported issue of pu-621ra keeps freezing up on pu-621ra with (B)(6). Ticket# 27068 (300122629): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns stuck at splash screen on pu-621ra with (B)(6). Ticket# 25929 (300121134): on (B)(6) 2018 customer at (B)(6) health reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 23552 (300117522): on (B)(6) 2018 customer at (B)(6) health reported issue of cns froze on pu-621ra with (B)(6). Ticket# 22584 (300115332): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns constant freezing up on pu-621ra with (B)(6). Ticket# 22111 (300114490): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing and crashed on pu-621ra with (B)(6). Ticket# 19787 (300110289): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 19750 (300110224): on (B)(6) 2018 customer at (B)(6) reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 17177 (300106152): on (B)(6) 2017 customer at (B)(6) reported issue of system freezing and caused data loss on pu-621ra with (B)(6). Ticket# 11607 (300095793): on (B)(6) 2017 customer at (B)(6) med ctr. Reported issue of monitor freezing on pu-621ra with (B)(6). Ticket# 11075 (300094686): on (B)(6) 2017 customer at (B)(6) medical ctr reported issue of system freezing on pu-621ra with (B)(6). Ticket# 10780 (300093944): on (B)(6) 2017 customer at (B)(6) hosp reported issue of cns keeps freezing on pu-621ra with (B)(6). Ticket# 8882 (300089204): on (B)(6) 2017 customer at (B)(6) hospital reported issue of cns freezing on pu-621ra with (B)(6). Ticket# 6551 (300083716): on (B)(6) 2017 customer at (B)(6) medical center reported issue of device has been intermittently freezing. On pu-621ra with (B)(6). Ticket# 30452 (300127050): on (B)(6) 2018 customer at (B)(6) med ctr reported issue of cns randomly freezes and system message re: corrupted file on pu-621ra with (B)(6). Ticket# 31775 (300128653): on (B)(6) 2018 customer at (B)(6) hospital reported issue of cns froze and would not boot into windows on pu-621ra with (B)(6). Ticket# 45071 (300151100): on (B)(6) 2018 customer at (B)(6) medical center reported issue of cns froze at the splash screen after the fan was cleaned on pu-621ra with (B)(6). Root cause analysis method and result: root cause analysis method: fish bone / cause and effect / ishikawa diagram for cns screen freezing, to identify possible causes: machine: o defective fan o hard drive / disk failure o antivirus software in compatibility / virus in system o software in compatibility / windows incompatibility o inherent limitations like limited battery capacity, etc. Material: o defective ups causing sudden shutdown o defective cables o defective touch screen of the unit. Method: o process / frequency of rebooting is not as per specification o lack of / no preventive maintenance o using power strip or extension cords o process of usage by user. Person: o over loading system o lack of user education on limitations of unit o accidently unplugging the unit o ignoring alert messages. Environment: o network connectivity o frequency of power outage o uncertain duration of power outage o temperature or moisture surrounding the unit. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor's temperature and fan speed should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the information which would prompt user to perform needed maintenance. Additionally, restarting of the central monitor is recommended once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer's maintenance information for this unit is not available. The unit was not returned and no nka evaluation was performed. Per cns-6201a operator's manual, the expected service life of the cns is 5 years (except for periodical replacement parts). Note: cns-6201a model was discontinued on (B)(6) 2018 in mmbex 069 [a] due to the introduction of cns-6801a. Support for the unit will continue for a minimum period of seven years. Result: root cause of the issue could not be identified as the issue could not be duplicated by repair center after thorough testing, trouble shooting and extended operation of the device. However, since the hard drives are more than 2 years old, both were replaced for precautionary measure. The unit was tested per operator's/service manual and completed 48 hours of extended testing. The unit operates to manufacturer' s specifications. Cns is functioning fine since after the repair on (B)(6) 2018. The warranty of the device expired on 12/25/2019. Risk assessment: as documented in the quality complaint investigations work instruction, with document ID: sop06-075, severity of the issue: major. O rationale: if the cns was monitoring bedside monitors; there would not be a total loss of monitoring as monitoring and alarms continue at the point of care. Neighboring beds on the cns can be monitored via interbed on other bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's. If the cns were monitoring telemetry patients a total loss of monitoring would occur and based on the downtime, there could be a delay in treatment or associated harm. To lessen downtime; neighboring beds on the cns can be monitored via interbed on another bedside monitors and beds on the malfunctioning/rebooting/freezing cns can be moved to open tiles on other cns's. In addition, consignment equipment can be placed in service. The cns in question should be removed from service and sent for exchange and repair. Would it be likely to cause or contribute to a death or serious injury, if the malfunction were to recur? Potentially - yes for telemetry patients and no bedside patients probability of the issue: unlikely. O rationale: the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 8, 2020. Out of 33046 records, 33 similar issues have been reported with issue of cns freezing. The pattern was analyzed searching key words "freeze, froze, stuck, reboot" in the qa trending report 01-08-2020 by applying product filter as "pu-621ra". Total number of pu-621ra sold till jan 22, 2020 is (B)(4) in the us since 2014. (B)(4). According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high. Investigation conclusion: root cause of the issue could not be identified as the issue could not be duplicated by repair center after thorough testing, trouble shooting and extended operation of the device. However, since the hard drives are more than 2 years old, both were replaced for precautionary measure. The unit was tested per operator's/service manual and completed 48 hours of extended testing. The unit operates to manufacturer' s specifications. Cns is functioning fine since after the repair on (B)(6) 2018 according to device history. The warranty of the device expired on 12/25/2019. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . Device evaluation. H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: d4 lot # & expiration date.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze and then spontaneously rebooted.